Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, and h2. Corrected information can be found in the following field: h10. The RMA has been returned and evaluated by the failure analysis team. The root cause of the insulation damage is attributed to a component failure, and not due to mishandling/misuse.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigation replicated the reported complaint. The life indicator failed to rotate to indicate the instrument could no longer be used. The instrument was placed on a system and was recognized as expired. A review of the instrument usage history showed 10 uses were used with zero uses remaining. The instrument housing was removed and the red dot was present, but the life indicator did not rotate to make the red dot visible at the window when the instrument expired. Root cause of the life indicator failure to rotate is attributed to a component failure. In addition, the instrument was found to have insulation damage to the conductor wire near the yaw pulley exit, exposing bare wire. No thermal damage was observed. The electrical continuity test passed. Insulation material, approximately 0.07¿ x 0.03¿, was missing from the conductor wire. The known common cause of this failure is mishandling/misuse. A review of the instrument log for the fenestrated bipolar forceps (part # 470205-17 / lot # n11191111 0231) associated with this event has been performed. Per logs, the fenestrated bipolar forceps was last used on (B)(6) 2020 on system (B)(4), with 0 uses remaining. A review of the site's complaint history does not show any additional complaints related to this product. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the fenestrated bipolar forceps instrument was not recognized by the system. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 8-jan-2021 and obtained the following additional information: the damage occurred during the last instrument usage on (B)(6) 2020. The patient demographics are as follows: (B)(6) years, date of birth is (B)(6), male, (B)(6) kg. There was no other patient information available. The instrument was tested on different arms and was not recognized. The instrument was reprocessed and tested again on (B)(6) 2020.